Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device ran 55 pulses and was deactivated after completion of the second priming sequence. No issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed. Per new information, the following were updated. D1 - brand name changed from omnipod insulin pump to omnipod insulin management system. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45759. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 11/9/2021. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 5/9/2020.